Event description:
It was reported that when the patient tried to step out of the chair the back of the chair rose up and ejected the patient out of the chair. Although there was patient involvement no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that when the patient tried to step out of the chair the back of the chair rose up and ejected the patient out of the chair. Although there was patient involvement no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by confirming that nothing further was needed at this time.

Event description:
It was reported that when the patient tried to step out of the chair the back of the chair rose up and ejected the patient out of the chair. Although there was patient involvement no adverse consequence or clinically relevant delay in treatment was reported.